Event description:
The patient reported that she had discontinued use of the insulin pump due to insulin crystalizing in the tubing. The customer's blood glucose were unknown. The customer declined any troubleshooting. The patient was seeking to return the insulin pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)